Event description:
The head of handpiece became hot and burned the pt. The burn was the size of back cap. Ointment was prescribed. She healed fine.

Manufacturer narrative:
The doctor was informed that the handpiece was dented and bearings and gears are worn and gritty. In addition, maintenance info was reviewed was with doctor's office.